Manufacturer narrative:
There was no sample received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the 4-40 stud was broken on the handpiece. There was no patient involvement.